Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed recurrent infections with biofilm formation around the implant site and incision area. The patient underwent two surgical "clean-out" procedures. On (B)(6) 2025, the receiver/stimulator pack was removed from the implant bed to allow for washout with antibiotics and flushing with saline. Specimens were sent for analysis, and biofilm was identified. As a result, on (B)(6) 2025, the surgeon performed a second surgical clean-out. The implant bed was drilled and thoroughly washed out using a solution of 2.5 ml saline, 2.5 ml peroxide, and 10 ml peviderm (steroid). The patient was treated with topical antibiotics and was admitted for intravenous antibiotics, however, the issue did not resolve resulting in the decision to explant the device. The device was explanted on (B)(6) 2026. There are no plans to re-implant the patient with a new device as of the date of this report.